Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A used fluidic management system in a tray was visually inspected. The drain bag was detached from the drain bag tape on the cover due to saturation. The sample was tested using a ophthalmic console. The sample could be recognized by the console. The sample primed and tuned with the phacoemulsification handpiece and the 0.9mm abs tip and infusion sleeve from lab stock, successfully and the service data could be retrieved. Aspiration and irrigation flow rates functioned and met specifications. The root cause of the customer's complaint could not be established; the returned sample functioned per specification. This complaint has been reviewed and it is determined that no further actions will be pursed at this time as the sample met specifications. Based on our current tracking, there are no adverse trends for this reported complaint. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery an ophthalmic console suddenly stopped working and error message was displayed and found to be a problem in a fluid management system also noticed that the cassette was released form the device. This resulted in a capsular tear in patient , followed by nucleus falling into the posterior chamber. The surgery was stopped, and the patient was referred to another hospital to retrieve the nucleus and to perform a vitrectomy procedure. The second surgery completed and patient condition is resolved.